Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the buttons (tactile changes/nonresponsive) on the pump are not responding.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/10/2013 with the following findings: investigation for the complaint of keypad button responsiveness issues could not be tested due to inability to power on the pump. Evaluation revealed that the audio bolus button was torn. Moisture and corrosion were found on the audio bolus contact, all keypad button contacts, and all internal pump surfaces. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).